Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained erratic blood glucose readings ranging from 47 mg/dl to 451 mg/dl. The patient tested her blood glucose levels infrequently, sometimes more than six hours apart. The patient experienced the symptoms of headache and lethargy. The patient noted she did not use the pump for boluses, using an insulin pen for correction of her high blood glucose levels. When the patient tested a low blood glucose level, she administered self-treatment by consuming orange juice and/or carbohydrates. The patient reported that on (B)(6) 2012 she started a new exercise routine of bowling, and had not made any adjustments to her pump basal rate setting. It was also reported the patient ate meals with large amounts of carbohydrates. Upon replacing the infusion site and set, the patient discovered the cannula was bent. Troubleshooting revealed all pump settings, basal setting, programming and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by not compensating for a new exercise routine, not using the pump for bolus doses, and in that the cannula was bent. However, as the patient suffered blood glucose levels suggesting severe injury while using the pump, and she received treatment with food, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.